Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd did not release. When removing it from the patient, the plug remained in the cannula, and the cannula also perforated the 6f avanti+ sheath introducer. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. (B)(4): three photos were received attached to the file. In the photos, a 6f exoseal vcd is noted, and the delivery shaft perforated a cordis catheter sheath introducer (csi). Per the indicator window showing a white/black/red position and the lack of the plug on the delivery shaft, the unit was deployed. No other outstanding details nor anomalies could be observed. (B)(4): three photos were received attached to the file. In the photos, a 6f exoseal vcd is noted, and the delivery shaft perforated a cordis csi approximately at the middle section of the cannula. No other outstanding details nor anomalies could be observed. The reported events of ¿vascular closure device (vcd)-impeded-perforated sheath¿ and ¿cannula-puncture/cut¿ were confirmed through analysis of the received pictures. However, the reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not confirmed as an image showed a deployed device without the plug present. It was also noted that the exoseal vcd had a confirmed event of ¿packaging/pouch/box-expiration date exceeded¿ as the device was used after the expiry date. The exact cause of the issues experienced could not be conclusively determined during the picture analysis. Based on the limited information available for review and picture analysis, procedural/handling factors, such as excessive force when inserting the exoseal into the sheath (which could have been bent or curved in a tortuous access site), likely contributed to the exoseal perforating the sheath. However, it is not possible to determine what factors may have contributed to the deployment difficulty reported since an image of the device shows a fully deployed exoseal vcd. Although, the condition of the perforated sheath most likely contributed to any deployment issues experienced by the customers as this condition can prevent properly use of the device. Regarding the use of an expired exoseal vcd, it is not possible to determine what factors may have contributed to the issue experienced, especially since images of the labelling were not provided to confirm the correct expiry date. However, it was like user related. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ additionally, users are trained not to use a device for patient use after the use-by date provided on the label. Neither the picture analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd did not release. When removing it from the patient, the plug remained in the cannula, and the cannula also perforated the 6f avanti+ sheath introducer. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices were not returned as previously expected for evaluation.